Event description:
It was reported that pump triggered repeated occlusion alarms, including alarm 2 and alarm 26, and caller saw a ball of insulin in tubing. There was no adverse impact to the customer's blood glucose level. Caller followed technical support instructions to disconnect and flush tubing and cartridge, replace and refill cartridge, and use multiple daily injections as backup therapy, and pump was confirmed in warranty and approved for replacement, with caller instructed to place pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement, and return affected pump using prepaid shipping label.